Event description:
Device 3 of 5. Reference MFR. Reports: 1627487-2014-03704, 1627487-2014-03705, 1627487-2014-03707 and 1627487-2014-03708. The patient has 2 model 3163 leads from the same lot. It was reported the patient was experiencing ineffective stimulation. The scs leads were explanted and replaced with a different model which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.